Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary #analysis information -- (B)(6) 2014, 20:01:09 cst, pli# 10, product ID# add01. The device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure no pacing was present when the leads were connected to the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.